Event description:
It was reported that bd bd maxzero needleless connector was damaged the following information was received by the initial reporter with the following verbatim: connector without needle (plug) placed on (B)(6) 2024 and today (B)(6) 2024 when collecting blood I noticed that it was cracked. Description: connector with smooth surface, with positive pressure valve, without needle. Basic construction in polyester, silicone and polycarbonate, latex-free, ends for luer lock and luer slip connection, with protective cap on male luer, mental-free, individual packaging, single use, sterile, disposable.

Manufacturer narrative:
No samples were received for investigation of (B)(6), in which the customer has stated: ¿when collecting blood I noticed that it was cracked¿. The product in use at the time is reported to be a mz1000-br from lot 22075797. Further correspondence from the customer confirmed that the tip of maxzero connector was disinfected with a cotton pad/cloth soaked in 70% alcohol. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22075797 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.